Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense and shock channels of this lead, leading to oversensing and inhibition of pacing. The patient was not symptomatic with the inhibition of pacing and therapy was not delivered because enhancements indicated the device should inhibit therapy. The patient was traveling on this day and was in and out of airports but does not recall exactly what he was doing at time of this episode. Manipulation, arm isometrics, and other measures cannot recreate the noise. All lead measurements are normal and stable.